Event description:
As a pt, my doctor offered me an implant called essure. Now from my knowledge essure has been the problem to all of my health complications I have going on until this day. Dr. (B)(6) told me this implant was the only option I had to get my tubes tied. I was familiar with the old way of tying tubes, or "burning" them. I was never once told the implant would cause harm to me. I have three children to live for so it is very frustrating that I have this implant inside of me after "trusting" my doctor. I hate the pain I have to go through, non stop migraines, pelvic pain, and most of all hair loss. This needs to be stopped now.